Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, sensor wire was still attached the sensor applicator after insertion and not in the patient's skin. The sensor wire was attempted to be inserted at the abdomen. No additional event or patient information is available.